Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The device was returned with the flexible cannula inside the catheter. The suture was broken. The flexible cannula could be removed properly from the catheter, once the flexible cannula was removed it was inserted over a mandrel 0.038 inches, then both devices were inserted through the catheter and these passed freely, without resistance. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during preparation for an unspecified treatment procedure, difficulty to prepare the device was reported. The stiffening cannula gets stuck due to the suture and the flexima drainage catheter cannot be straightened. The procedure was completed with another device. No patient complications were reported and the patient's status is stable. The product analysis revealed that the suture was broken.